Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: april 25, 2021 - april 26, 2021. H10: the device was received for evaluation. A visual inspection was performed, an it was noted that the bag was leaking in the seal plastic bag it was returned in. Functional testing was performed and leakage was observed at the spike port bonding area only. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 1000ml eva tpn bag was leaking from an unspecified location prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.